Manufacturer narrative:
(B)(4). The device investigation is pending.

Event description:
When closing vessel with microclip vessel is cut.

Event description:
When closing vessel with microclip vessel is cut.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4)-piece lot in may of 2018. It was found that this order was made from the correct materials and components and all approved processes were followed so it can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. Evaluation of the returned instrument shows that the jaws are slightly misaligned with each other in the closed position. (Pie's attached) functional evaluation shows that although the tips are slightly misaligned to each other in the closed position this instrument is able to pick-up, retain, close and release multiple clips without any problems. We are unable to determine what caused the tips to be slightly misaligned with each other in the closed position but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.